Event description:
A healthcare provider (hcp) reported the following impedance measurements from a previous implant. The measurements were taken on (B)(6) 2016: c<(>&<)>0 5236ohms, c<(>&<)>1 2273ohms, c<(>&<)>3 2017ohms, 0<(>&<)>1 8180ohms, 0<(>&<)>2 7063ohms, 0<(>&<)>3 7262ohams, 1<(>&<)>3 4054ohms. There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for dystonia/movement disorders. Please see regulatory report 3004209178-2016-15680.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.